Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 3.0x32mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break 228mm from base of hub there were also hypotube kinks along the catheter length noted. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. A 32x3.00mm promus premier drug eluting stent was advanced but the device was unable to cross the lesion. The physician attempted to advance a 3.00x32mm synergy drug-eluting stent but was unsuccessful. The procedure was completed with two non-bsc bare metal stents. No patient complications were reported and the patient' status was stable. However, returned device analysis revealed a hypotube beak.